Event description:
It was reported that during a procedure using a coblator ii controller, the flow valve unit was not working properly. The procedure has to be completed by using a roller clamp manually. There were no significant delays or pt complications reported as a result of this event.